Manufacturer narrative:
The correct PMA number is p980027, not p840024 as previously reported.

Manufacturer narrative:
This report is filed on august 24, 2016.

Event description:
Per the clinic, the patient experienced a performance decrement and loss of clinical benefit with device use; subsequently, the device was explanted on (B)(6) 2016. The patient was re-implanted with a new device during the same surgery.